Event description:
It was reported by the surgeon's office that the patient had surgery to replace her vns lead and generator due to high impedance however the vns was explanted due to a possible infection. Upon examination of the vns lead near the electrodes by the surgeon, "adhesions" were noted. Two of the patient's lymph nodes in the neck were removed as they were enlarged. A green substance was noted in the electrode insulation that was sent to pathology for analysis. Pathology results showed no growth. Clinic notes were received dated (B)(6) 2012, that indicated that the lead impedance was high on that date with an impedance value of 9600 ohms. Follow-up with the site found the high lead impedance was found first on (B)(6) 2011, however the specific impedance value was not noted. No trauma or manipulation was believed to have occurred. X-rays were taken at that time that showed no issues. The x-rays will not be forwarded to the manufacturer for review. The physician was not able to provide any further information on the infection. It is possible that the "infection" may be a foreign body response to possible corrosion that may be occurring due to a suspected lead fracture. The generator was not disabled when the high impedance was found. The explanted generator was returned and underwent analysis. The generator performed to specifications and no anomalies were found. Attempts for the disposition of the explanted lead are in progress. The patient will likely be reimplanted.

Event description:
Additional information was received from the operating room nurse manager indicating the lead was actually likely not explanted at this time and is not available for return.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Device failure is suspected.

Manufacturer narrative:
Explant date, corrected data: initial report indicated the lead had been explanted however additional information received indicates the lead has not been explanted at this time.